Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the glidesheath slender involved guidewire was getting stuck going through the needle. It felt like it was shearing, back of the wire would go through with no problem. Additional information 16 mar 2022: there was no patient contact.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One opened 6fr glidesheath slender kit with guidewire, guidewire cover, needle, sheath, and dilator were returned for product evaluation. The kit was subjected to visual analysis and no abnormalities were observed. The tip of the guidewire was visually examined, and no visual abnormalities were observed. The guidewire was attempted to be passed through the needle and was able to fully pass. The guidewire outer diameter (od) was measured to be 0.0200 inches. The needle inner diameter (ID) was measured to be 0.021 inches. All measurements were within specifications per the design and engineering drawings. The complaint cannot be confirmed for guidewire mobility issues as the guidewire was able to pass through the needle. The guidewire and needle were both within specifications. The exact root cause of the resistance felt by the user could not be determined. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).